Event description:
The affiliate reported that the secure do not allow the activation of the equipment and the trephone piece got stuck. Affiliate reported dalay in surgery as a result of this incident.

Manufacturer narrative:
Upon completion of the investigation it was noted that the vendor's evaluation revealed that instruments were corroded, missing components, and worn. The condition of these instruments is associated with excessive use over a long period of time. Instruments are old and are out of warranty. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.